Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device will not be return for evaluation. Therefore, root cause was not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator is giving vent inop, motor fault, circuit disconnect, low ve (minute ventilation), low pip (peak inspiratory pressure, transducer fault, alarm. There was no patient involvement reported with this event.